Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site and both of the patient¿s leads migrated and they were experiencing uncomfortable stimulation. The patient was also experiencing pain at the ipg site. Surgical intervention was undertaken wherein the system was replaced and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.